Event description:
It was reported that there was a motor stall confirmed in event logs with no motor stall recovery recorded. The motor stalled (B)(6) 2010 and recovered (B)(6) 2010. The motor stalled (B)(6) 2010 and had not recovered. There was a "48 hour tube set" message. The company rep was called into the ER to interrogate a pump that was alarming. Pt said she heard the pump alarming for about a week prior to her going to the ER. She went to the emergency room because she went into withdrawal. Her pump contained dilaudid, bupivicaine and ziconotide at an unk concentration administered at an unk dosage. She was explanted and re-implanted with a new pump. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).